Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When the user uses the device, the disinfectant solution concentration level should be checked each time by the test strip.

Event description:
Olympus medical systems corp. (Omsc) was informed from the local service engineer that the user checks the concentration level of the disinfectant solution only once a week. The concentration level has to be checked every time the customer runs the device. Other detailed information was not provided. There was no report of patient injury associated with the event.